Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the internal therapy connector flex cable assembly had a tear from what appeared to be caused by internal pinching of the cable. After replacement of the cable assembly, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that while performing an annual maintenance on the device, the device would not recognize the connection of the defibrillation therapy cable assembly. Without this recognition, the device would not have the ability to charge or deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.